Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The device was manufactured and delivered according to all applicable procedures. The box of the device was most probably damaged during the transportation of the device from saluggia to the center. Because the integrity of the device and of its sterile package cannot be assessed in the center, a return authorization has been sent to ship the device to saluggia.

Event description:
Reportedly, the device was received by the customer with transportation packaging damaged, questioning the device integrity.

Event description:
Reportedly, the device was received by the customer with transportation packaging damaged, questioning the device integrity.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.